Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a button alarm occurred. There was no reported impact to blood glucose. Reportedly, the customer did not remember the event and the customer denied pressing on a button or having anything press down on the button as the pump was in a case.